Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on june 18, 2024, medtronic received notice of a device/product legal hold notification containing only one individual claimant. The reporter alleges that the use of one of the 670g insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer from serious injury, the customer reported hypoglycemia treated with hospitalization: overnight stay. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved products mmt-1780kpk, mmt-1780kpk, unomedical, mmt-332a, and mmt-1780kl. The customer reported that the pump was dropped, bumped, and/or had possible physical or cosmetic damage. There were no further customer complications. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. No further customer complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1780kl.